Event description:
During operation for use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump generated a belt slip error message. The user also reported an over speed error message occurred when turning the knob at startup. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequences to the pt as a result of this event.